Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and low out of range pacing impedance measurements on the right ventricular channel. It was noted that a concomitant subcutaneous implantable cardioverter defibrillator (s-ICD) is also implanted on this patient. Troubleshooting options and further evaluation of the system was discussed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected from the following fields: h6: device codes.

Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and low out of range pacing impedance measurements on the right ventricular channel. It was noted that a concomitant subcutaneous implantable cardioverter defibrillator (s-ICD) is also implanted on this patient. Troubleshooting options and further evaluation of the system was discussed. This device remains in service. No adverse patient effects were reported.